Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to (B)(6) 2021.

Manufacturer narrative:
Additional information was added to h3, h4 and h6. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the balloon (bladder) of a small volume folfusor burst during filling. The device was filled initially with 55ml of 5% dextrose with no observed issues. Upon the second insertion, 25ml of drug was pushed in when the balloon burst. There was no patient involvement. No additional information is available.